Event description:
The manufacturer received information alleging an issue with the ventilator's navigation buttons. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and an intermittent issue with the device's left navigation button. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.